Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that they had medication crystalize on the outside (nafcillin) making it impossible to flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5302 lot number 20116742 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that minibore pressure, removable IV cnnctr was occluded and had flow issues. The following information was provided by the initial reporter: it was reported by the customer that they had medication crystalize on the outside (nafcillin) making it impossible to flush.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that minibore pressure, removable IV cnnctr was occluded and had flow issues. The following information was provided by the initial reporter: it was reported by the customer that they had medication crystalize on the outside (nafcillin) making it impossible to flush.